Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter; product ID 8781, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the catheter found no significant anomaly; dried drug or blood occlusion was seen in the catheter body. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s spinal catheter segment was replaced. It was noted that there was a catheter issue. It was reported that the catheter was sheared and crystallized. It was noted that the location of the catheter issue was the distal segment. It was reported that the action required as a result of the event included a revision of the spinal segment. It was noted that a dye study was performed. It was reported that the product issue was resolved. It was reported that the cause of the product issue was unknown. It was noted that the patient¿s status at the time of report was alive- no injury. It was reported that the patient had less than 50% therapy relief. It was noted that the location of issue or symptoms was the catheter track. It was noted that the pump was used to infuse dilaudid.